Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model d97130f5 catheter with a monoject limited volume syringe. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3cc of air, and the balloon remained inflated for 5 timed minutes without leakage. No visible damage or abnormality was observed from the catheter body, balloon, windings or the returned syringe. The customer report of a pacing issue was not confirmed on evaluation, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance; however, an engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. It is unknown whether user or procedural factors contributed to the stated event. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. (B)(4).

Event description:
It was reported that there was an issue during use of a swan-ganz pacing catheter in the cvicu on a tavr patient that was just a few hours post-op. The patient originally had a temporary pacing catheter in place during the procedure; however, it had been pulled but the sheath was still in place. The physician advanced a new catheter under fluoroscopy and knew it was in the correct position; however, they could not get it to pace at all. The physician repositioned the catheter multiple times, along with replacing the generator and changing the pacing cables twice, before they tried a new catheter. The new catheter paced on the first attempt. There was no patient consequence or injury reported. Patient demographics were requested and unable to be received.